Event description:
It was reported that the patient expired on (B)(6) 2011. The patient suffered a cardiac event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device was received on (B)(4) 2011, however did not receive information regarding patient's death until (B)(4) 2011.